Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 27-feb-2025, a spontaneous report was received from a female (age not provided) consumer who used an unspecified welly health bandage. On 03-mar-2025, additional information was received from the consumer. On an unspecified date, the consumer applied a welly health bandage over her skin injury. She noted she replaced the bandages too much. With the combination of applying rubbing alcohol topically to her injury which dried out her skin, her skin peeled off in the areas where the bandage was applied. She wore the bandages approximately for 8 to 10 hours at a time with 12 hours being the maximum length of application. She noted she applied 4 bandages in two days. She applied two waterproof bandages and then two standard bandages. She had to keep changing the bandages to add more cream to the injury. (The number of bandages used prior to the skin peeling was not provided subsequently, a consolidated report is being provided regarding the consumer's experience). She clarified that only some parts of the skin peeling were deep enough to bleed, which hurt. The skin peeled areas were shallow and covered a quarter and dime-sized area on each side of the injury. After a few days, the injury had finally stopped reopening. For treatment she covered the area with gauze pads and added neosporin to it. She did not seek medical attention. The area bled a bit and had pus leaking from it. No further information was provided.